Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right ventricular (rv) lead and the short ventricular intervals was elevated. It was noted that the sensitivity was programmed to unipolar due to low r waves and intermittent undersensing of premature ventricular contractions (pvc) in bipolar. The rv lead also exhibited oversensing of myopotentials. The lead was reprogrammed and was seen sensing smaller signal pvcs but was not oversensing. The lead remains in use. No patient complications have been reported as a result of this event.